Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05819. Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first valve was deployed low. Second valve was deployed higher, at end of inflation balloon ruptured. Removal of the system through the sheath was difficult. A second esheath was opened and vascular cut down was ultimately necessary to removed sheath and delivery system.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The commander delivery system (ds) was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, functional testing, and dimensional analysis were unable to be completed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Cine of balloon inflation inside the patient was provided by the site for evaluation. Review of video revealed the balloon burst after complete deployment of the valve. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of manufacturing mitigations is captured in technical summary, which applies to this complaint event. The complaint was confirmed through image evaluation. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, there was heavy calcification in the annulus/leaflets of the patient. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.